Manufacturer narrative:
A leaflet perforation was reported. Cusp 2 contained a tear in its mid-portion, which resulted in a hole. Cusp 1 also contained a partial tear. All three cusps had thinning and loss of collagen fibers, most markedly in cusp 2, including thinning and loss of collagen at the tear site. Focal pannus was noted at the outflow commissure of cusps 1 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes to the collagen at two of the tear sites, which could have contributed to the tear. Furthermore, the outflow pannus had the potential the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to cuspal tears and reduced durability

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 29mm epic mitral valve was implanted. On an unknown date, severe regurgitation caused by leaflet perforation was observed and on (B)(6) 2020, the epic valve was explanted. A new competitor's mosaic valve was successfully implanted. The patient status was reported as recovering.